Manufacturer narrative:
Correction : d4: expiration date corrected. One 14f guidestar steerable introducer sheath was returned from the customer without the dilator. There were no other accessories. Blood was found on and inside the sheath. According to the event description summary, the hub cap became detached from the sheath handle during the procedure. When this happened, the physician screwed the cap back on and then removed the sheath from the patient. The hub cap was connected to the sheath upon receipt of the product, but it was very easy to remove. Per procedure, the cap is threaded and glued to the hub. The bottom of the hub cap and top of the hub were examined under a microscope and any visible evidence of glue residue on either component was difficult to detect. This could have been due to the cleaning and decontamination process. There was damage seen on both the bottom of the hub cap and on top of the hub. This most likely occurred when the physician screwed the hub cap back on. The distal tip of the sheath was slightly damaged and the hemostatic valve looked normal. Returned device analysis revealed the hub cap of the sheath did not show visible evidence of glue residue. Although it could be washed off during cleaning/decontamination process there is a possibility that the cap may not have been sufficiently glued to the hub. The lack of glue may have ultimately caused the hub cap to detach from the hub during the procedure performed out in the field. The sheath hub and cap were further damaged most likely due to the physician screwing the cap back onto the hub during the procedure. A personnel notification was sent and manufacturing personnel were retrained to their procedure prevent further recurrence of this issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per manufacturing procedure destino twist xl steerable guiding sheath shaft assembly assemble the seal and cap per procedure non- peelable sheath final assembly. Using glue dispensing tip place a ring of glue below the seal around the outer rim of the sheath hub. Place the bonded cap (appropriate color) with properly seated seal over the hub and secure it in the sheath assembly fixture. Allow the sheath to remain in the fixture for at least 2 minutes after securing the last sheath in the fixture. After removal from fixture, ensure there is no excess adhesive. For the destino twist xl with threaded cap, use the 3.5 in/lbs calibrated preset torque screwdriver to tighten the cap in place until you hear the click sound. Per qa procedure destino steerable guiding sheath in-process and final inspection: sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. Cap and seal inspection (oc for sigma hub and oi for magnum hub). Register the inspection results into destino steerable guiding sheath sub-assembly qa inspection record. Per IFU: avoid subjecting the device to unusual stresses. Handle the steerable sheath with care at all times. . No further follow-up is required. Corrective action has been initiated to further investigate this issue. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that at the end of the procedure, when removing the heliostar from the sheath, there was a lot of air in the sheath that had to be removed with a syringe. While doing this, the cap from the guidestar came out with the sheath still on the left atrium. When this happened, the physician screwed it back in and then pulled the sheath to the right atrium. Patient was reviewed post-procedure and showed no neurological deficit. No additional information is available.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.